Event description:
It has been reported to philips that the unit turned off after a case today and it wouldn't turn back on afterwards. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pd.scomp.dcps_24v_12v_5v component which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. The fse performed system checks and found that the low voltage supply in the m-cabinet was not powering on. The cause of the failure analysis determined the power supply to be defective hence concluding the malfunction. The fse replaced the low voltage supply in the m-cabinet to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.